Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. A day after the event onset, the patient was hospitalized for three days. On an unspecified date, the patient was treated with vancomycin (every 5 days, completed for 21 days), ncef fortaz (completed for 21 days), cipro (completed for 21 days) and diflucan (completed for 21 days) for the event. The patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.